Event description:
The iab was inserted into the pt on 10/11/97. The dr had difficulty inserting the iab due to calcifications in the aorta. On 10/12/97 after iabp for five hrs, the "leak in iab" alarm sounded from the pump. Then, blood was noted in the helium tubing. (Event complications: none from the event-reported 10/17/97.) (Pt's current status: unk-rpt'd 10/17/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.